Event description:
It was reported that a nurse received an electric shock by touching a pulled out socket. A socket was pulled out of the table when the user tried to disconnect the mains cable from the or table. The mains cable was plugged in at the mains socket in the wall. Manufacturer reference # (B)(4).